Manufacturer narrative:
Pending additional follow-up information. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a patient with seromas. Cs reported that the first one was around the pump pocket and was drained. Another seroma later developed at the catheter site. It is unknown if this seroma was drained.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. Per the instructions for use of the device, pump pocket seroma is a known possible risk of use of the device. The physician believes the patient's fall contributed to the seroma. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) confirmed that the physician believes the patient's fall contributed to the seroma. Date of fall could not be confirmed. Cs stated that there had been no additional treatment reported related to the patient's seroma.